Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to place the pump into storage mode before returning it and was provided with a replacement pump. The customer acknowledged and understood the instructions on returning the malfunctioning pump and the steps to take with the new pump. Customer will continue to use current pump for insulin therapy.